Event description:
During attempts to advance a coronary stent with delivery system through tortuous vessels to the target lesion site in the pt's right coronary artery, the stent dislodged off the balloon catheter and embolized to an unknown location. No retrieval attempts were performed. Balloon angioplasty was then successfully performed. There were no clinical sequelae reported relative to the event.